Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor reported experiencing leakage. The patient stated that she has had a lot of leakage without warning as well as having to strain to urinate stating that it "stops and goes'" and "it is like pressure." The patient does feel stimulation and stimulation is in the proper area. The patient added that on (B)(6) the patient sneezed and was soaking wet and an hour later wet again. A similar incident occurred on (B)(6) the patient reported. No device malfunctions were reported. Patient status is unknown at the time of this report.